Event description:
The customer reported the system's interconnect cable caused the system to lose power. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced. The system was then found to be operating as intended.